Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Additional system component being reported for this event: battery: (B)(4) - expiration date: 01-31-2016. Battery:(B)(4) - expiration date: 01-31-2016. Battery: (B)(4) - expiration date: 01-31-2016. Battery: (B)(4) - expiration date: 04-30-2016. Battery: (B)(4) - expiration date: 02-29-2016. Battery: (B)(4) - expiration date: 10-31-2016. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the patient that the battery was switching from one power port to the other the controller and batteries were exchanged with no effect on the patient. No further information was provided.

Manufacturer narrative:
Six batteries and an smr upgraded controller were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event of "power switching" was confirmed via review of the controller log files. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each fifteen (15) minute interval. Review of the data file revealed several power switching events involving batteries (bat205400, bat213341, bat202191, bat204794, bat203949 and bat206995). The switching events were due to a combination of communication errors and/or momentary disconnections. Additionally, it was observed that the controller experienced communication errors that did not lead to power switching with batteries (bat203949, bat204794, bat206995 and bat205400). Analysis revealed that the smr upgraded controller and batteries (bat204794, bat205400, bat206995, bat202191, bat213341 and bat203949) passed visual examination and functional testing and performed as expected. The most likely root cause of the reported event can be attributed to a combination of communication errors and/or momentary disconnections between the controller and the batteries. Battery - bat204794 / 1650de - expiration date: 01/31/2016 - device manufacture date: 01/29/2015 unique identifier (UDI) number: (B)(4) - received: 07/07/2016. Battery - bat205400 / 1650de - expiration date: 02/29/2016 - device manufacture date: 02/26/2015 unique identifier (UDI) number: (B)(4) - received: 07/07/2016. Battery - bat206995 / 1650de - expiration date: 04/30/2016 - device manufacture date: 04/21/2015 unique identifier (UDI) number: (B)(4) - received: 07/07/2016. Battery - bat202191 / 1650de - expiration date: 10/31/2015 - device manufacture date: 10/25/2014 unique identifier (UDI) number: (B)(4) - received: 07/07/2016. Battery - bat213341 / 1650de - expiration date: 01/31/2017 - device manufacture date: 01/06/2016 unique identifier (UDI) number: (B)(4) - received: 07/07/2016. Battery - bat203949 / 1650de - expiration date: 01/31/2016 - device manufacture date: 01/05/2015 unique identifier (UDI) number: (B)(4) - received: 07/07/2016. (B)(4).